Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 11 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9189491. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for out of spec shield pull.

Event description:
It was reported that the syringe 0.3ml 31g 6mm half unit 10bag ca experienced hub separation from the device and device damage/deformation. Product damage was noted during use. The following information was provided by the initial reporter: material no: 324919 batch no: 9189491. Complaint 1 of 2 consumer reported found 2 syringes from this box with the needle shields crushed. Consumer reproted these same 2 syringes from this box needle hub stuck within the shields. Lot #: 324919 catalog#: 9189491 date of event:(B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31g 6mm half unit 10bag ca experienced hub separation from the device and device damage/deformation. Product damage was noted during use. The following information was provided by the initial reporter: material no: 324919 batch no: 9189491. Complaint 1 of 2. Consumer reported found 2 syringes from this box with the needle shields crushed. Consumer reported these same 2 syringes from this box needle hub stuck within the shields. Lot #: 324919. Catalog#: 9189491. Date of event: (B)(6) 2020.